Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported via phone, she changing her infusion set and reservoir and the device alarmed no delivery during prime. Customer attempted to prime three or four time and ended up throwing out 200 units of insulin. Customer was able to prime with a new set and the alarm reoccurred during lunch when a blouse occurred. Customer believed the issues is with the reservoir as she wasn't able to push insulin through the tubing manually. Customer's blood glucose was 137 mg/dl. Troubleshooting was not performed as customer had resolved the issue with a complete set change. She agreed to return the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.